Manufacturer narrative:
This report is submitted on april 02, 2019 .-

Event description:
Per the patient's surgeon, the patient experienced infection and extrusion of the electrode array. Subsequently the device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery.